Manufacturer narrative:
The drill was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated and the rotor assembly and motor assembly were found to be corroded. Additionally, a bearing was found to be worn. The presence of corrosion and a damaged bearing can lead to increased friction between rotating components, resulting in heat being generated. There was evidence that non-stryker, third party repairs had occurred. The motor assembly, bearing, and rotor assembly were replaced and the drill was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.